Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had a previous transvenous implantable cardioverter defibrillator (ICD) system, but it was removed for infection. The patient was then implanted with a subcutaneous implantable cardioverter defibrillator (s-ICD) system. During defibrillation threshold (dft) testing, the induced rhythm would not convert with an s-ICD shock due to high dfts. The high dfts were being attributed to either sub-optimal placement of the electrode (appeared low on fluoro) or the patient's enlarged heart. The s-ICD system was explanted and replaced with another transvenous ICD system. No additional adverse patient effects were reported.